Event description:
After 3 years of successful cochlear implant use, this pt developed a severe skin flap infection. They were hospitalized and the device was explanted in 2005. The bacteria cultured was a methicillin-resistant strain of staphylococcus aureus. This pt will be reimplanted in the contralateral ear in the near future.